Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported that his dario meter did not always read his blood sample, however when it did, he received bg readings of 57 mg/dl and 158 mg/dl.